Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited varied threshold measurements and intermittent increases in pacing impedance measurements. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. This product remains implanted and in service. The physician is continuing to monitor the patient. No adverse patient effects were reported. Subsequently, the device was explanted due to reaching elective replacement indicator (eri) and was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited varied threshold measurements and intermittent increases in pacing impedance measurements. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. This product remains implanted and in service. The physician is continuing to monitor the patient. No adverse patient effects were reported.